Event description:
Discordant advia centaur troponin ultra patient results were obtained on three patient samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The lab technician failed to follow instructions, event occurred due to operator error. The customer declined to have the fse come in to service the system. The customer put the acid bottle in place of the wash 1 bottle. The customer resolved the issue by flushing the wash 1 reservoir and priming the system. The instrument is performing within specifications. No further evaluation of the device is required.